Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. It was determined that loss of connection was related to the mobile application. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. Data investigation confirmed loss of connection. The probable cause was the transmitter and application were unable to establish a connection.